Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash blood glucose meter. The customer obtained readings of 15.2 and 3.2 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.